Event description:
Healthcare professional (hcp) reported injecting a patient with 0.3ml to each apple of cheeks, corner of mouth 0.2ml and lip 0.2ml of juvéderm® volift¿. Approximately a month and a half later, patient woke up with swelling around mouth, burning sensation in lower face, lower lip was swollen, with cheeks and marionettes were sore. Hcp stated it was an allergic reaction. Patient was treated with 10 days of prednisolone now and a one week course of amoxicillin plus fexofenadine, antihistamine and daily piriton. 2 weeks later, swellings around lips and cheeks are still hot and tender that feel very lumpy with a 3 cm hard mass. Patient also has 2 (1cm) large nodules in lips (where no filler was injected there). Patient was prescribed augmentin for 10 days and erythromycin. Lumps were aspirated showed no abscess but just solid hard lumps. Symptoms ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.